Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer confirmed that the insulin pump's drive support cap was sticking out. The customer was advised that the insulin pump would be replaced but will not return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and missing end cap sticker.